Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot.

Event description:
The customer reported that the insulin pump kept going back to rewind. The blood glucose reading was 161mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer mentioned that device alarmed and was stuck in the prime loop as well insulin squirted out during the manual prime. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.